Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): the fse replaced the batteries then completed pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed battery test. There was no patient involvement, and no adverse event reported.

Event description:
N/a

Manufacturer narrative:
Additional event site info: (B)(6). Additional point of contact: name:. (B)(6).